Event description:
The customer reported intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by changing the infusion set and cartridge, allowing the customer to resume insulin use.